Event description:
IV tubing connected by nurse in patient's room. After a few minutes of running IV fluid, nurse noticed puddle of fluid on floor dripping from tubing. Upon further inspection, a tear in the IV tubing was noted. Tear in the distal part of the tubing (soft area) right after the blue chamber.